Manufacturer narrative:
The insulin pump was received with intermittent up arrow button response due to corroded keypad traces. No unexpected numbers scrolled during testing. The pump was received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, cracked lcd window, and scratched reservoir tube window. (B)(4).

Event description:
The customer reported via phone call of a button error alarm from the insulin pump. The customer's blood glucose level was 230 mg/dl. The customer stated she gave herself a curve bolus, and the numbers on the pump kept scrolling. The customer could not recall any significant leading to the alarm. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions.